Event description:
The customer reported that the first plug was deployed. It appeared that the sheath kinked obstructing the second plug, causing separation of the sheath from the hub. The sheath was removed with hemostats. The patient was put on bed rest and then later released. No further complications were reported.